Event description:
The following was reported : that during the procedure with the mini-resector, a flash was visible on the monitor, and the loop being used for the procedure broke; however, we were able to retrieve the broken piece. A bipolar current was being used. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).